Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant and bone to cement interface, depuy cement was used. After several falls the tibial component subsided and appeared to be loose. Revision proved tibia loose and was replaced with a stemmed attune rev tray and insert.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.